Manufacturer narrative:
Alleged failure: the cinchlock ss anchor item number cat02462 lot 24116ae2 broke into two pieces when the surgeon hit it with a hammer. One part remained in the patient. Another part could be removed. A third part is still attached to the instrument. The failure(s) identified in the investigation is consistent with the complaint record. The probable root causes could be: use of excessive force, extremely hard bone, no pilot hole drilled, patient bone quality. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the cinchlock ss anchor broke into two pieces when the surgeon hit it with a hammer. One part remained in the patient. Another part could be removed. A third part is still attached to the instrument. One piece is left in the bone of the patient.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the cinchlock ss anchor broke into two pieces when the surgeon hit it with a hammer. One part remained in the patient. Another part could be removed. A third part is still attached to the instrument. One piece is left in the bone of the patient.